Event description:
This 52 y/o female had a bilateral augmentation mastoplasty silicone gel breast implants in 1983. She subsequently has developed pain, burning and flu-like symptoms and encapsulation. Gross exam. The right implant weighs 190 gm and has an area of rupture which exudes clear gelatinous and tenacious material. The left implant weighs 170 gm. And is focally ruptured.